Event description:
The facility reported that the mother of a female patient was using a peritoneal dialysis cassette with tubing in preparation for peritoneal therapy, when a leak was noted. The cassette was removed from the machine. The patient was reportedly hospitalized due to peritonitis (date unknown). A culture (unknown) was positive for staphylococcus epidermidis. It is unknown what antibiotic was initiated, nor the dose, frequency and length of therapy. It is unknown if the leaking cassette was related to the peritonitis. The pd solution (unknown) was connected at the time of the leaking cassette but reportedly had not been used, however, the solution was not replaced after the leak was discovered. The patient has recovered from the peritonitis. Three possible lot numbers were reported for this event: h07k17484, h08c05096, h08z04020.

Manufacturer narrative:
The cassette was discarded and the lot number is unknown.